Event description:
Information was received indicating that the pneumatic alarm was not sounding to a smiths medical pneupac® parapac® ventilator. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one parapac plus was received in used condition in fair condition with the battery compartment door broken and knob caps missing. The technician first replaced the knob caps and the battery door. The technician then tested to see if the alarm was activated after passing air through the occluded patient port. The alarm functioned intermittently and the customer's original complaint was therefore confirmed. The alarm reed and holder parts were replaced, after which the device passed all functional tests.